Event description:
Customer reported being hospitalized in september 2013 with a blood glucose level of 1080 mg/dl. Customer reported calling paramedics earlier in the day of the hospitalization due to a high blood glucose level. Customer stated that she had a bent cannula at the time of the paramedics call. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.